Event description:
It was reported that three (3) homechoice cassette leaked from an unknown location. This occurred during use of the devices for automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.